Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft twist could not be confirmed from this evaluation as no photos depicting the twist were submitted for review. Evaluation of the submitted log files confirmed low flow alarms. A specific cause for the reported cardiac arrest and arrhythmia as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. It was reported that the patient had an unwitnessed arrest on (B)(6) 2021 and was found with low flow alarms. It was noted that the patient was in an arrhythmia but was later to found to potentially have an outflow graft twist noted per chest computer tomography angiogram (cta). The patient was stable with low flow alarms after they were defibrillated in the field. The submitted controller event log file contained data from (B)(6) 2021 at 5:38:22 to (B)(6) 2021 at 10:38:39. On (B)(6) 2021 there were transient captured events where calculated flow was below the low flow threshold of 2.5 lpm, resulting in 47 low flow faults and 18 low flow alarms. During the low flow alarms on (B)(6) 2021, calculated flow dropped to as low as 0.5 lpm at 13:46:28. There were no other abnormal events captured ¿ the only other events were associated with pi events and power cable disconnects. The pump operated at the set speed for the duration of the captured data. The pump appeared to operate as expected. Multiple attempts to gather additional information were attempted; however, none was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU contains information regarding the preparation of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Additionally, the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 06apr2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an unwitnessed arrest on (B)(6) 2021 and was found down and alarming with low flows alarms. The patient was noted to be in an arrhythmia, but later found to potentially have an outflow graft twist noted on chest cta. The patient was stable with no low flow alarms after they were defibrillated in the field. A review of the log files by technical services found an audible low flow event on (B)(6) 2021 at 05:44, after which flow recovered back into the 3-4lpm range. There were low voltage advisory and hazard events noted on (B)(6) 2021 at 07:06 where the battery power was running low and needed to be changed. The batteries were changed shortly after the alarms. There was a period of intermittent low flow events on (B)(6) 2021 at 13:06 that continued until 13:57